Event description:
It was reported that during a da vinci-assisted ovary cystectomy procedure, the tip of the permanent cautery hook (pch) instrument detached and came out while being removed from the robotic arm. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed at that time. During the surgical procedure, specifically during instrument removal, a device fragment fell inside the patient. However, the surgeon did not notice any issues with the functionality of the instrument during the operation, and there were no collisions with other instruments or hard materials. All fragments were retrieved and this was confirmed through visual inspection by the surgical team. No additional surgical procedure was required to remove the fragment, and no post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The entire procedure was completed robotically, and there was no injury to the patient as a result of this event.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis. The broken proximal clevis is not attached to the main tube but returned with the instrument. No missing fragments. Due to the broken clevis, these additional failure occurred: the instrument was found to have a broken conductor wire at proximal clevis additional to the broken clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Also the instrument was found to have various scratches on the main tube. The scratches measured approximately 3.70 mm and 2.75 mm in length and were not axially aligned with the tube axis. The component was damaged and there may be missing pieces/material, but the size of the missing pieces could not be confirmed. The instrument was unable to be tested due to the physical damage condition.

Event description:
Refer to h11 for follow-up information.